Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 480 mg/dl at the time of incident. Customer was treated with manual injection. Customer was tried gave insulin but got and alert of insulin flow block and small trace of ketones in urine. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.